Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, (B)(4). Checking your blood glucose - chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The father reported that the patient was very sick, his blood glucose was all over the place, and he had large ketones while wearing the pod for 24 hours. They were hydrating and correcting him, but the ketones were not coming down. The father stated that they tried to keep his blood glucose somewhat high so that they could still use insulin to try to keep the ketones down. The patient's levels reached 238mg/dl. After 4 hours of his ketones being large, they took him to the emergency room on (B)(6) 2019 and he was admitted on (B)(6) 2019. The pod was removed at the hospital. The patient was diagnosed with dehydration, large ketones, and the flu. Treatment included IV fluids, dextrose, and (B)(6) (which was continued for 5 days after release). The patient was discharged on (B)(6) 2019.